Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 414mg/dl. The customer declined to troubleshoot for the highs. The customer states they could not get the battery cap off. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected beeping anomaly noted. The insulin pump had stripped battery cap coin slot, minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.